Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit had a damaged power cord with copper exposed.

Manufacturer narrative:
One kendall scd 700 sequential compression system was reported condition of, ¿ unit had a damaged power cord with copper exposed.¿. The unit was triaged and the customer¿s reported condition was confirmed. The power cord was replaced. The device was fully checked for functionality and patient electrical safety. The potential root cause is customer misuse by running over the cord with hospital bed or due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.